Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's cervical ipg would not connect to the pc post a nonrelated radio frequency ablation procedure. Electrosurgical devices were used during the procedure. Troubleshooting resolved the issue. Effective therapy was achieved post operatively.